Event description:
Information received notes that one hour post-implant, intermittent ventricular undersensing was observed. One day post-implant, the patient was returned to the operating room for lead repositioning due to ventricular undersensing. The next morning, intermittent undersensing was still noted. The patient's underlying rhythm was atrial fibrillation.